Manufacturer narrative:
This report is submitted (B)(6) 2018.

Event description:
It was reported that the patient experienced facial nerve stimulation and a performance decrement with device use. Reprogramming attempts were made; however the issue could not resolved. The implanted device remains.